Manufacturer narrative:
The facility had four events of issue with the teflon pad separation with the same device model number (different lot numbers) within four days. These events are captured in the medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The full name of the facility is (B)(6). The device history record review confirmed that the device lot had no anomaly in inspection in high frequency output and appearance. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device teflon (tissue) pad was partially peeled away from the jaw. The exact cause of the issue could not be determined. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the teflon pad might be the following: 1) the teflon pad was worn because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. 2) the teflon pad was excessively heated due to friction between the grasping section and the probe tip. This caused the teflon pad to be partially peeled away. The instructions for use includes the following statements that warn against happening of the event: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during an unknown therapeutic procedure, the ptfe (teflon) pad of the device was partially separated from the upper jaw. No piece of the teflon pad fell off. There is no harm or adverse impact to the patient. The procedure was completed with a new device. The functional mode at the time of the event was seal and cut mode 1. The device was inspected before use.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections b5, d10, g3, g6, h2, and h10. The doctors performing the procedures for the four associated events were different and each was experienced in the use of the device. The results of the device inspection are not known.

Event description:
(B)(6) 2022: the procedure was colectomy. The event occurred during the middle of the procedure. The doctor was performing cut/coagulation/dissection at the time of the event. There was no delay in the completion of the procedure and the patient did not need additional anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.